Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/22/2026, the patient went to the emergency department where the attending physician indicated that the symptoms were possibly due to an allergic reaction. The patient was prescribed antibiotic clindamycin, which she took for approximately 7¿10 days from the onset of the incident; however, the dosage was not specified during the call. Photos of the reported skin reaction in the complaint record were reviewed. The skin surface appears mildly swollen, with a subtle raised appearance compared to the surrounding unaffected skin. The texture looks somewhat uneven, with faint small bumps visible across the reddened region. No open wounds, drainage, or visible blistering are apparent. The surrounding skin outside the affected area appears normal in comparison. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. The patient also mentioned that she receives monthly infusions for rheumatoid arthritis, which were temporarily discontinued due to the need to take antibiotics. She remained in the hospital for approximately 30 minutes. At present, there is no ongoing treatment or therapy. During her most recent follow-up with her family doctor on (B)(6) 2026, the patient was reported to be doing well. There was no documentation of further medical intervention. No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.